Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The initial commander delivery system and 14fr esheath were not returned to edwards for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. Post procedure photographs of the device were provided for review. The photograph review revealed the sheath distal tip was observed to be split axially along the pre-scored portion of the hdpe material. Some indentations could be seen on the hdpe material of one of the sheaths used. This may have been caused by the sheath interaction with calcification. Similar damages were observed on both sheathes, as well as some curving on both dilators used. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other similar complaints for the event complaint codes. Complaint history review from september 2019 to august 2020 for the esheath (all models and sizes) revealed other complaints for the associated complaint codes. Available information suggested patient factors (calcification/tortuosity) and / or procedural factors (device manipulation) may have contributed to the reported events. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. In this case, the complaints were confirmed based on the returned imagery provided for review. However, no manufacturing nonconformances were identified during the evaluation since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Per the case description, the first two (2) sheaths used was unable to be fully inserted into the patient. Upon removal of both, sheath distal tip splits were seen in the same location (along the scored portion of the hdpe) and identical. It was likely due to patient factors. As reported, patients access vessel contained scaring tissue from a previous surgery, and the sheath shaft also showed some indentation along the hdpe material, which potentially indicative of device interaction with calcification. The presence of scaring tissue and calcification could create a challenging pathway during the sheath insertion into the patient and led to high insertion resistance. So, excessive force was applied to manipulate the sheath to overcome the resistance, it could lead to sheath damaged/split. The hdpe material was seen to be pulled towards the proximal direction of the sheath, it indicated that the excessive manipulation. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿, ¿do not force sheath¿, and ¿do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath¿. Although a definite root cause was not able to be determined, available information suggested that patient factors (vessel calcification, scaring tissue), in addition to procedural factors (excessive device manipulation) may have contributed to the reported event. Since no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(4), a 23mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. During the procedure, the first two 14fr esheaths that were inserted into the patient¿s vessel were damaged due to the scarring from a previous surgery. A third esheath was used. The third sheath went in smoothly with a stiffer wire after an angioplasty of the access was performed with a 6.0 mm peripheral balloon. The sapien 3 valve was successfully deployed. No patient injury occurred, and the procedure was successful. Review of the provided device photos indicated the sheath distal tip was split.